Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that there was no patient symptoms. The device was replaced (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that after 6 months of implantation, during the follow up process the ins appeared end of service (eos). Impedances were within normal range. The patient was healthy, and the replacement will take place as soon as possible. Surgical intervention was planned, but not scheduled. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found that the battery was at normal end of life. Visual inspection of the ins did not reveal any significant anomalies. There was foreign material in the ports and the battery was visually expanded. Initial examination confirmed that the ins had reached its eos. Output and telemetry were acceptable after resetting the eos bit. The ins passed a series of defined and qualified automated functional tests. A longevity estimate was performed using the settings that the ins had when received for analysis which calculated an expected life of 1.6 months to eri and 4.6 months to eos. According to the report taken from the ins, it reached eri in 2.4 months and eos in 4 months. If information is provided in the future, a supplemental report will be issued.